Manufacturer narrative:
Reinforced surgical technique to customer. Device has not been received for evaluation.

Event description:
The surgeon performed a post op investigation of a tibula infection at the calaxo fixation site. The calaxo had absorbed at that time, and the infection was sterile.